Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced bleeding with the coude catheters and had stopped using them. Customer said doctor now had them on a permanent one. No medical intervention was reported. As per follow-up via phone on (B)(6) 2022, it was reported that the customer was having false passage with the use of the catheter. It was also stated they had since been switched to a permanent catheter and was currently on third round of antibiotics cephalexin for the infections.

Event description:
It was reported that the patient experienced bleeding with the coude catheters and had stopped using them. Customer said doctor now had them on a permanent one. No medical intervention was reported. Per follow-up via phone on (B)(6) 2022, it was reported that the customer was having false passage with the use of the catheter. Also stated they had since been switched to a permanent catheter and were currently on a third round of antibiotics cephalexin for the infections. It was unknown if the device caused infection at this time.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d, g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned